Event description:
The customer reported that the tcd (transcranial doppler) software package on the epiq ultrasound system could be ambiguous and may lead users to misinterpret pi (pulsatility index). There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.